Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the infusion set had possible over delivery anomaly. The blood glucose at the time of low blood glucose event was unknown and current blood glucose value was 137 mg/dl. The customer treated with the low blood glucose with candies. The customer alleged the pump was over delivering. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The automode feature at the time of event was active. No harm requiring medical intervention was reported. The infusion set will not be returned for analysis.